Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a cut in the tubing near the y-site. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A visual inspection identified an object inside the top y site gland. Functional testing found a leak originating from the top y-site gland. Microscopic inspection showed the object inside the y-site was a broken male luer shaft from an unknown set. After the broken piece was removed, the set was tested without noting any issues. Should additional relevant information become available, a supplemental report will be submitted.